Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received minimum fill notifications after filling the cartridges with 230-240 units of insulin. The customer's blood glucose level was 238 mg/dl. In addition, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Although requested, customer declined to provide what type of back up insulin therapy would be used.